Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired on that same day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.